Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient was revised a second time on his left side due to pain, discomfort, and limited mobility. Doi: (B)(6) 2009 - dor: (B)(6) 2009 (left side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update: (B)(6) 2013- upon medical record review by a medical professional, revision operative notes indicated that the cup was malpositioned. Specifically stating impingement and increased anteversion and abduction. The cup has now been reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation with closed reduction and elevated metal ions.